Event description:
The pt's cath became plugged and the pt had to undergo another general anesthesia in surgery to revise the catheter port. The pt sustained no injury other than add'l surgery. The device is still in the pt. Implanted 4/2/96.